Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Unknown at this time. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Vats converted to an open thoracotomy with 100ml ebl. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was going on when the stapler reload became dislodged? Was it the second reload that became dislodged? What anatomical structure was the device being fired on? Can you explain what ¿dislodged prior to closing stapler jaws¿ means? When reloading was it the same or different cartridge? What color cartridges were used? Does the surgeon believe that there was an alleged deficiency with the ethicon device that may have contributed to their decision to convert to? What is the or staff¿s experience with the device? Did the staple device become dislodged upon insertion into abdomen or during firing? Approximately how much shorter was the cut line than the staple line? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that failure to fire completely and cut versus failure to cut. The staple load became dislodged prior to closing the stapler jaws and was removed from chest and reloaded. During the stapler process, the 45mm stapler fired but did not cut the full length of the staple line. The device was removed from chest and the endoscopic shears were used to cut the remaining tissue. See attached mw # (B)(4).